Manufacturer narrative:
The power supply was returned to resmed service center in (B)(4) and an evaluation was performed. The evaluation confirmed that the power supply unit (psu) not functioning; no power. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral power supply was not functioning. There was no patient injury reported as a result of this incident.